Event description:
It was reported that an increase in the high voltage lead impedance was observed. Technical services reviewed the faxed egms and discussed noise on the ventricular lead and the device's ability to successfully convert the patient. It was later reported that the patient was admitted to the hospital. The lead was capped and the device was explanted and upgraded.